Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The device was delivering saline. It was reported that ¿a while ago¿ the patient was not having the pain relief she needed. There was discussion that she might have a granuloma, but instead they discovered a leak around the catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included an MRI, date unknown. Actions taken to resolve the issue included the catheter being removed and replaced. The catheter was discarded. The issue was resolved at the time of the report. There were no further complications reported/anticipated.